Manufacturer narrative:
For four of the events, the investigation did not identify a product problem. The cause of the event could not be determined. For one event, the service actions resolved the issue. The field service representative replaced the measuring cells. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial no cont'd: (B)(4).

Event description:
This report summarizes <noe>5</noe> malfunction events. Questionable high results were generated by the cobas e411 rack. The events involved a total of 7 patients with the following: 1-elecsys ft3 iii, 3-elecsys hcg test system, 1-elecsys vitamin b12 immunoassay, 1-roche elecsys folate iii, 1- elecsys ft4 ii assay. The known patients' ages ranged from 37 - 65 years. There were 3 females.